Event description:
The tech felt a little catch when removing the stylet. Upon removal, the blue tip came off the tip of the catheter but remained attached to the scoring element. The proximal end of the scoring element remained attached to the catheter. The stylet was disposed by the hosp.

Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual exam confirmed the inner member broke distal to the distal bond. The distal end of the inner member is necked. The proximal marker band is at the intermediate bond location. There was no detachment or separation of any portion of the catheter. It is probable that the user may have applied excessive force during the removal of the stylet due to the necking observed at the distal end of the inner member.